Event description:
It was reported that the right ventricular lead had nearly dislodged due to not being suture down during the implant procedure. The pocket was opened.

Manufacturer narrative:
(B)(4).